Event description:
Ous MDR - the pt showed recurring atrial monitoring episodes via home monitoring during the (B)(6) of 2011, and he was asked to come for an appointment because of them. The iegm showed lead disturbances. However, both the impedance/sensing and the pacing thresholds of the lead remained within normal limits. This lead was explanted. No adverse pt events were reported.

Manufacturer narrative:
Ous MDR